Event description:
Reporter indicated that the patient's vns device was interrogated on (B) (6) 2008 and showed high impedance. Per doctor, device was turned off. All attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.